Event description:
The tab that secures the disposable femoral impactor tip to the impactor handle broke off during impaction. There was no adverse impact.

Manufacturer narrative:
The tab that secures the disposable femoral impactor tip to the impactor handle broke off during impaction. There was no adverse impact. Review of the device history record indicates that the device was manufactured to specification.